Manufacturer narrative:
(B)(4). Preliminary failure investigation results indicate a check valve failure. The complete evaluation is pending. A follow up report will be submitted with the final results of the failure investigation once it has been completed.

Event description:
The customer reported that a primary infusion of micafungin 110 ml was to infuse over 60 minutes, but completed in 40 minutes. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available. The set was returned with an alaris pump module (reference MFR report # 2016493-2012-00385). Based on the preliminary failure investigation, a possible check valve failure was identified.